Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the device has damaged ink. A visual inspection was performed and showed the scope to have distal tip damage, residue on the negative lens, and cracked internal lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the device has a damaged ink. There was a surgery delay greater than 30 min. Procedure was completed with a back-up device. No patient injury reported.